Manufacturer narrative:
Device was received with critical pump error (open book image) alarm and constantly beeping during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump kept on vibrating and the word medtronic was showing on the insulin pump screen. The customer's blood glucose was unknown. The troubleshooting was not mentioned. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The product will be returned for analysis.